Manufacturer narrative:
The device has been forwarded for evaluation but evaluation is not yet complete. When evaluation is complete, the results will be reported within 30 days. (B)(4), lot unknown, expiration date not available.

Event description:
The contact from the facility reported that the enterprise2 stent (enf402300/10703731) was hung on the delivery wire and could not be withdrawn into the prowler select plus microcatheter (606s255x/lot unknown.) The stent was partially delivered into the left posterior cerebral artery (pca) and the doctor decided to re-sheath the stent because he was not satisfied with the placement of the distal struts. Deployment was attempted both by pushing it out of the end of the microcatheter and by putting the stend in place and withdrawing the microcatheter. When trying to withdraw the stent, the distal end of the stent remained open and opposed to the pca wall, however, the delivery wire managed to protrude through the partially deployed stent at a 90 degree angle pointing directly straight up into the basilar artery. This did not allow the stent to be withdrawn. Furthermore, the prowler select plus microcatheter would not advance over the wire. After discussion the doctor tried again to push the prowler select plus microcatheter distally and was able to advance the delivery wire back into the pca and the stent was then successfully withdrawn and re-sheathed. The determination was made to remove the stent and microcatheter due to its inability to be withdrawn the first time. Another stent (stryker neuroform ez) was then successfully deployed through a stryker xt-27 microcatheter and the case continued as planned. There was no significant clinical delay to the procedure as a result of the issue. An adequate continuous flush was maintained through the catheter.

Manufacturer narrative:
A non-sterile prowler select plus micro catheter and enterprise device micro catheter were received inside of a plastic bag. Residues of dry blood can be observed on the devices. The received micro catheter was found saturated of dry blood and no damages were noted on it. The functional analysis could not be performed because the received micro catheter was found saturated of dry blood. The DHR cannot be performed because the lot number was not provided in the system the failure reported by the customer that there was resistance in the catheter could not be evaluated due to received micro catheter was found saturated of dry blood. Procedural factors and handling process may contribute to the failure reported. No corrective action will be taken at this time.